Manufacturer narrative:
Other text : there was no request for a field service engineer (fse) onsite visit and no service order was opened in regards to this allegation. This complaint was received through the customer feedback process. There was no request for technical support regarding this allegation and there is no record of a service order being opened. To repair the device the customer requested the device dealer¿s service personnel. An evaluation of the device was not requested nor performed by philips. No further information is available. From the information that has been received it would indicate that the issue was resolved and an evaluation was not possible.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that while attempting to pace a patient, the heartstart mrx monitor / defibrillator¿s display was black; the user rebooted the device, the device then worked but the patient data was deleted. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.